Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) detected noise on both the right atrial (ra) lead and right ventricular (rv). This noise was oversensed and resulted in unnecessary anti-tachycardia pacing. Initially the lead measurements were normal. This patient was not dependant and the physician did not believe this was device related. No adverse patient effects were reported. However, over a year later noise was still present and able to be created on both the ra and rv leads with manipulation. Rv impedances were noted to be less than 200 ohms. This device was noted to be placed subpectoral. Technical services reviewed issues related to this device orientation and potential consequences. The device sensitivity and duration had been reprogrammed. Lastly, the patient was scheduled for a revision. This patient does have a history of weight lifting.

Manufacturer narrative:
It was later reported that during the revision procedure an inspection of the entire system was made. The header was intact and not loose. There was no noise noted when touching the ICD. However, when inspecting the leads it appeared that the ra an rv lead leads were touching each other and that was where the potential issue was. Fluoroscopy inspection noted no breaks in the leads at any point. The physician was confident that the ICD was not the issue. The r waves had dropped to 2.0 with stable impedances and thresholds. Therefore the physician elected to surgically abandon the rate sense portion of the rv lea and successfully implanted a new rate/sense lead. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.